Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a unknown. The downstream/upstream occlusion seal were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump's cassette sensor was defective. The event occurred during testing.